Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During follow-up, multiple episodes of post-paced t-wave oversensing on the ventricular lead was noted. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.